Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips were not holding. Another device was opened to finish the case and it worked fine. There was no consequence to the patient.